Manufacturer narrative:
Follow-up # 1 date of submission 08/16/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/24/2013 with the following findings:the keypad cover was found to be torn over the up arrow and ok buttons. During testing, the contrast keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the bolus button cover was partially torn. The bolus button responded appropriately to button presses.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the up, down, and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).